Event description:
During surgery lead was tested for pacing and sensing threshold. There was intermittent non capture at 2 volts. Visual inspection of lead suggested the presence of fluid within lead area. Suggestive of an insulation break in the lead. Patient to surgery for generator replacement problem with lead ID.